Event description:
It was reported that the numbers on the insulin pump were ramping up on their own. The customer's blood glucose was reportedly within normal range. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).